Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 02/08/2011, 02/10/2011 and 02/14/2011 by phone, fax and mail. Additional info was received in a f/u phone call with the surgeon's office on 02/10/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was exchanged. In a f/u phone call with the surgeon's office, the surgery supervisor reported the iol was exchanged for the same model, different power iol due to a mechanical complication. Additional info has been requested.